Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side.

Manufacturer narrative:
(B)(4). The recipient was reportedly hospitalized from (B)(6) 2017. The recipient was prescribed cefazolin every 8 hours and cefadroxil for 7 days. The recipient's infection has reportedly resolved. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection and electrode extrusion.

Manufacturer narrative:
The recipient is reportedly doing well. The recipient was prescribed antibiotics prior to explantation surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding treatment will not be provided. This is the final report.